Manufacturer narrative:
Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: initial reporter last name: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure, the preloaded intraocular lens (iol) haptic remained stuck to the cartridge at the time of implantation. The surgeon changed the technique and implanted the same iol to complete the procedure. No additional medical or surgical interventions were performed. No further information was provided.